Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient came in for another refill today ((B)(6) 2020). The expected volume was 10.4mls and the actual return was 40mls. It was noted the patient will be scheduled for replacement, but there were no details for surgery yet. No further complications were reported.

Manufacturer narrative:
Event description updated to reflect the information received on 2020-mar-17. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep) on 2020-mar-13. It was confirmed that the pump was programmed to 40 ml at the previous refill prior to the volume discrepancy. No further information was provided.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-nov-2020, UDI#: (B)(4), implanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 5 mg/ml of morphine at 1.0001 mg/day via an implantable pump for non-malignant pain. On (B)(6) 2019, it was reported that the healthcare provider (hcp) got more drug out of the pump than expected during a pump refill. The expected volume was 14.9 ml and the actual volume was 27 ml. No environmental/external/patient factors that might have led or contributed to the issue were reported. No diagnostic or troubleshooting methods were performed. No actions/interventions were taken to resolve the issue. The hcp would monitor the pump for any alarms to occur, for the patient therapy to change, or for the fluid amount back at the next refill. The patient felt that the therapy had been working and did not have any reason why it wouldn't be. It was confirmed that no surgical intervention had occurred or was planned. The issue was not considered resolved at the time of the reported. No symptoms were reported. The patient's status was listed as "alive-no injury." No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) explanted: product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6)explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are : product ID: 8780 lot# serial# (B)(6) ubd 2020-11-15 UDI# (B)(4) h3: analysis of the pump revealed no anomaly. Analysis of the catheter revealed catheter body; kink observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.